Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The tension spring assembly the anchor tab were inside the tube of the delivery device. The portion of the seal not loaded into the delivery device tube flared wider than the diameter of the delivery tube (incorrect position). The seal was cracked along first row of the outer edge. The blue slide lock was locked and the white plunger was not depressed on the delivery device. The following measurements were taken: the inner delivery tube diameter, the outer delivery tube diameter and the length of the delivery tube. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint was confirmed for failure to load. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal string came off when seal was being loaded into device. A replacement device was used to complete the procedure. The hospital did not report any pt effects.